Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, battery longevity estimation anomaly was observed. During remote transmission on (B)(6) 2017, longevity was two years to eri and now it was six months to eri. Review of session records noted that the programmer overestimated the longevity on (B)(6) 2017 during the midlife plateau phase of the battery and now 6 months to eri is accurate. Patient will continue to be monitored.